Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm blood at the site complaint due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 268 mg/dl and sensor glucose was 68 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they had a bent cannula on the previous sensor. The sensor will be returned for analysis.